Manufacturer narrative:
Device and patient information was not provided and is now considered unavailable.

Event description:
It was reported the physician selected a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt procedure. It was further reported that the tips did not have sufficient blood flow and the day following implant a reintervention was performed. The physician reported difficulty in advancing accessories through the implanted viatorr® stent, specifically at the interface between the covered and uncovered portion of the stent. At one point, an accessory became stuck and the viatorr® stent was advanced several centimeters. The stent displacement was able to be corrected. Due to the accessory advancement issues and the inability to get good flow through the tips, the physician put intravascular ultrasound down the tips tract. The physician noted that there appeared to be a flap of graft material in the covered portion of the stent immediately above the interface with the uncovered portion. The entire tips tract was then relined with another viatorr® stent and sufficient blood flow was established.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.